Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited no response in the current lead position. The lead was capped and replaced with a competitive lead on (B)(6) 2017. There were no complications reported from the procedure and the patient was discharged the following day.

Manufacturer narrative:
Correction: the awareness date should be have been (B)(6) 2018 rather than (B)(6) 2017.